Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. A defibrillation threshold (dft) test was performed. Later on, the device was explanted and replaced due to connection issues. No additional adverse patient effects were reported.